Event description:
During a percutaneous transluminal angioplasty to a shunt anastomosis the balloon was reported to have ruptured. The vessel was described as having severe calcification, mild tortuousity and an 80% stenosis. The product was prepared and used as per the IFU. The device was advanced to the lesion over the guidewire through the sheath introducer, and the balloon was inflated using an indeflator, however, the balloon ruptured at nominal pressure. Therefore, it was withdrawn, and another balloon was used for the procedure, which was successfully completed. The product was not available for analysis. Mfg records for the lot involved, including subassemblies, were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.